Event description:
On (B)(6) 2012, a literature report from the united states of america was retrieved by a company rep describing a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Dayan s, arkins j, somenek m. Restylane persisting in lower eyelids for 5 yrs. Journal of cosmetic dermatology. 2011;11:237-238. Medical history included no history of environmental allergies, and no other cosmetic medical treatments in the past 3 yrs; medical history and family history were otherwise nonrelevant. The pt's skin type and concomitant medications were not reported. Per the pt's medical records, the pt received a 2 cc injection of restylane (syringe size not reported) on an unspecified date in (B)(6) 2006 (also reported as "approximately 5 yrs ago") to under each lower eyelid (1 cc to each lower eyelid). The pt received an additional 2 cc injection of restylane (syringe size not reported) on an unspecified date in 2006 (reported as "2 months later") to the lower eyelids (amount placed under each eyelid was not clearly stated in the documentation from an outside physician) and melolabial sulcus. Pre-procedure medications and additional procedures performed at the time of implantation were not reported. On an unk date, after the implantation, the pt presented with "puffiness" in her lower eyelids persisting for approximately 5 yrs. The pt denied fever, pain, and visual or nasal disturbances. On unk dates, the pt had seen physicians from a variety of specialists in attempt to diagnose and treat her malady. Workups for metabolic syndromes, kidney dysfunction, and food allergies were negative. The presumptive diagnosis had been chronic sinusitis; however, the pt's lower eyelid puffiness persisted despite prolonged antibiotic course and aerosolized nasal steroid treatments. Early in her course, she had also undergone multiple intense pulsed light treatments at a dermatologist office without improvement. At exam, a symmetric blue fullness in the pt's lower eyelids bilaterally was overtly present. The pt's visual and neurological exams were within normal limits. On palpation, the periorbital area was symmetrically nontender and edematous, but not pitting. The rest of her face was without edema, and no lymphadenopathy was identified. The pt further elucidated that the discoloration and persistent fullness (also reported as "dark, puffy eyelid circles") had progressed since the injection, but she had believed that fillers only lasted 6 months and had not considered the correlation. It became increasingly clear that this appeared similar to other cases the authors had routinely witnessed following excess hyaluronic acid (ha) filler injections in the lower eyelids. The authors' working diagnosis was that the pt was treated with 60 units of hyaluronidase diluted in bacteriostatic normal saline (1 u/0.01 cc) to each lower eyelid. At 2-week f/u, the pt reported a dramatic improvement under her lower eyelids.

Manufacturer narrative:
In conclusion the authors stated: while dark, puffy eyelid circles following hyaluronic acid placement periorbitally are not uncommon, what is so unusual in this case is that it was noted 5 yrs after treatment with restylane (also reported as "dark, puffy eyelid circles following ha placement periorbitally persisted for 62 months"). It has been our experience that ha within periorbital tissue can result in a negative cosmetic outcome that can persist for years after the treatment.